Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect gel quantity (excessive) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed with the gel quantity. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion : based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for incorrect gel quantity (excessive) with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed. Root cause description : based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale : complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with to much gel. There was no report of injury or further medical intervention.

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with to much gel. There was no report of injury or further medical intervention.